Event description:
The customer states that during a large electrical storm, the lab was hit by lightning. This caused the architect c8000 analyzer to spark from the barcode reader end of the robotic sample handler (rsh). Since then, the analyzer has been performing as expected. There were no injuries reported nor any damage to the surrounding lab environment. The customer requested a service visit to inspect the analyzer. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. Patient problem: no consequences or impact to patient (B)(4). Device problem: spark (B)(4).

Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site and inspected the instrument and retest sampler handler for signs of damage. No damage was observed. While powering on the system, the scc motherboard failed and was subsequently replaced. The analyzer was running at the time of the incident and no test results were affected. The operator ran controls and the results were within range. The analyzer was running within specifications. The architect c8000 is certified to the appropriate us, canadian, and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (201837-108) contains information to address the customer's current issue. Based upon the available information, no product deficiency was identified during this product evaluation.